Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the threads near collar. Bone debris presented on the external threads. Device history record (DHR) review was completed for the subject lot number 2010011592. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010011592) for similar event using keyword fracture implant and 1 other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provide.

Event description:
Doctor reported implant fracture at tooth site 46. The implant was integrated and fractured at the hex level.